Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the battery was charging and the pump was hot to touch while the pump was plugged in. The customer was unable to clear the alarm and reverted to manual injections for insulin therapy. There was no reported adverse impact to customer's blood glucose level.